Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment as it was based on operational circumstances. The reported stretched stent was unable to be replicated in a testing environment as the stent was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, resistance was noted during withdrawal and was force applied. It should be noted that the supera peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during deployment the tip/cone of the device inadvertently got caught on the deployed stent. Manipulation of the compromised device using force resulted in the reported material separation/noted tip/tip lumen/tip jacket separations and ultimately resulted in the reported stretched stent resulting in the reported difficult or delayed activation. As reported, the separated tip was removed via snare and the procedure was completed with a non-abbott stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal popliteal to proximal superficial femoral artery(sfa). Contra-lateral access to the lesion was gained using a 6fr sheath that was introduced in the right groin. Following access to the lesion, the vessel was pre-treated with thrombectomy and orbital atherectomy. Three supera perpherial self-expanding stents were successfully implanted with no issues. A 6mm non-abbott balloon was used for pre-dilatation of the last target vessel, and the 6.5x150mm supera self expanding stent was attempted to be deployed in the sfa with the distal portion of the 6fr sheath remaining in the common femoral artery. Halfway through deployment, the delivery catheter cone was noted to be caught on the deployed stent, subsequently causing the tip of delivery catheter to separate. The remaining potion delivery catheter and partially deployed stent were attempted to be removed causing the stent to be inadvertently stretch. The stent was deployed in the external iliac with only part of the stent remaining at the target lesion. The separated tip was removed via snare and the procedure was completed with a non abbott stent. There were no adverse patient sequela and no clinical delay was reported. No additional information was provided.